Event description:
It was reported that the pump's battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. Customer had already attempted reinstallation of the t:connect mobile app and ensured the pump was fully charged, but the issue persisted. Technical support confirmed the excessive battery depletion and decided to replace the pump, instructing the customer to allow the current pump's battery to deplete before returning it with a pre-paid label. In the meantime, the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.